Manufacturer narrative:
Sending this additional supplemental regulatory report to correct g3 date of follow up number 001 was 5/5/2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from a manufacturer representative (rep) regarding patient's complaint, and reporting that, while replacing the patients battery for eos, patient's dr also replaced the 2x8 lead due to the impedance issues. Hcp was planning on replacing it with another 977c265 until he discovered the lead was too short to reach the battery pocket. He then requested the 977c290 so he had some room for slack. The previous lead was pulled slightly out of the epidural space. The implanting dr had a difficult time getting the entire length of the electrodes to enter the epidural space, so the bottom four contacts were slightly out of the epidural space. He attributed this to the scar tissue from the previous lead. In postop, they were able to program the patient¿s stimulator, so patient is getting effective stimulation down his entire left arm. The patient was pleased with the results and the issue was resolved. Additional information was received from the patient. They reported that they had their stimulator replaced about a month ago and got new external equipment at implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from a manufacturer representative (rep) regarding patient's complaint, and reporting that, while replacing the patients battery for eos, patient's dr also replaced the 2x8 lead due to the impedance issues. Hcp was planning on replacing it with another 977c265 until he discovered the lead was too short to reach the battery pocket. He then requested the 977c290 so he had some room for slack. The previous lead was pulled slightly out of the epidural space. The implanting dr had a difficult time getting the entire length of the electrodes to enter the epidural space, so the bottom four contacts were slightly out of the epidural space. He attributed this to the scar tissue from the previous lead. In postop, they were able to program the patient¿s stimulator, so patient is getting effective stimulation down his entire left arm. The patient was pleased with the results and the issue was resolved. Additional information was received from the patient. They reported that they had their stimulator replaced about a month ago and got new external equipment at implant.

Manufacturer narrative:
Concomitant medical product: product ID 977c265 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4) ubd: 05-jul-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient. It was reported that the patient's lead had impedance issues on every contact. The patient had a loss of stimulation, and stimulation in the incorrect location. A full system diagnostic check was done as well as reprogramming with more cathodes. The cause was unknown. The patient is having their entire system replaced on 2023-04-21. The issue remains ongoing at this time.